Manufacturer narrative:
(B)(4) date sent: 12/12/2024 d4: batch # unk. Additional information was requested and the following was obtained: "1. How did the device not work? The customer reported that the stapler encountered a jamming issue during operation, preventing the procedure from being completed successfully. 2. Did the device jam (not fire clips)? Yes, the device jammed during operation, making it unable to fire the staples properly. 3. Did the device not feed clips? No, the device was able to feed staples, but jamming occurred during the firing process. 4. Did the device drop or eject clips? No, the customer did not report any staples being dropped or ejected unexpectedly. 5. Did the device sideways feed clips? No, the feeding direction of the staples was normal; however, the issue occurred during the firing process. 6. Did the device fire malformed clips? Yes, the customer reported that some staples fired were malformed, leading to suboptimal stapling outcomes. 7. Did the device fire scissored clips? There was no specific feedback regarding scissored staples. However, the jamming issue may have contributed to staple deformation, which requires further investigation." The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the staple was stuck and could not be retrieved smoothly. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2025. D4: batch # y70141. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired, and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and three (3) clips were found inside clip track. However, it is known from the history of the device that bent advancer condition may lead to malformed clips. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.